Manufacturer narrative:
Continuation of d10: product ID: 2ach20 product type: mapping catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a cardiac ablation cryotherapy procedure involving the mapping catheter and the 2achc achieve st 10-pin cable, the user was unable to connect the mapping catheter cable and the mapping catheter with each other, and the cable appeared to break during the connection attempt. Additionally, it was noted that the mapping catheter cable was expired. Both were replaced to resolve the issue and the procedure was completed. No patient complications have been reported as a result of this event.